Manufacturer narrative:
(B)(4) 4316 - the concluded cause is not adequately described by any other term.

Event description:
The probable cause was determined to be early sensor expiration. The probable cause of the early sensor expiration could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a replace sensor prompt occurred. The sensor was inserted into the arm, which is off-label use of the device, on (B)(6) 2021. Data was evaluated and the allegation was confirmed. The probable cause was determined to be potential patient misuse which led to an early sensor expiration. The reported event of a replace sensor prompt occurred is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.